Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst observed the roller pump controls on the front panel to be unresponsive and the display to be damaged. The roller pump was partially disassembled to examine the display panel and it was found that three of the nylon screws which secure the boards were broken. The pst also found that the six-pin connector between the membrane panel and the graphics drive board were disengaged. Reconnecting the parts restored the function temporarily but due to the damaged screws, the parts easily disengaged. It was determined that the roller pump did not meet specification. The service repair representative (srt) replaced the display assembly, the fan assembly, and repaired the roller pump. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the perfusionist, the roller pump initially was also not responding to controls from the central control monitor (ccm). Later, the pump could be controlled from the ccm, but still not via local controls.

Event description:
It was reported that the roller pump was not responding to local controls. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.